Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was advanced within the patient and grasping was attempted. The clip became caught on the posterior leaflet. Troubleshooting was performed and the clip was unable to be inverted. The grippers were visualized to be bent on the posterior leaflet. Additional position attempts were performed, and the clip was able to be successfully implanted and the clip was deployed successfully. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.